Manufacturer narrative:
(B)(4).

Event description:
Information was received from manufacturing representative regarding a patient receiving intrathecal fentanyl 5000mcg/ml at 300.2mcg/day and bupivacaine 14.7mg/ml at 0.883mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and degenerative disc disease. The concomitant medications and patient history were not reported. It was reported the patient had an increase of pain over the past year and less than 50% therapy relief. The patient had a history of 5 lumbar spine surgeries, but no recent known injury. A catheter dye study and roller study were scheduled to be performed the day of this report; the results were pending. The pump logs were checked as well. The patient status at the time of the report was "alive no injury." Additional information received reported the exact symptoms were unclear when the patient was asked, but again noted their pain had increased over the past year. They were able to easily aspirate 2-3 ml's of clear fluid from the catheter access port. Additional in formation from the health care provider (hcp) reported that the results of the catheter/roller dye study were normal. The patient still had an increase of pain, however it was noted that the patient's pain was not pump related. It was reported that the patient had several new diagnosis causing the pain. The patient was not recovered; their symptoms/issues were on-going. New information was received from the patient that the she had an MRI a year ago (also stated as 2-3 years ago), because the doctor did not think enough medicine was getting through. The patient had worked with the health care provider (hcp) to resolve the issue. No symptoms were reported. The date and results of the MRI, if intervention occurred, and if there was a device issue or if the pain and lack of effect were both attributed to the several new diagnoses that were not pump related remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the MRI was performed on (B)(6) 2014, where the results were normal. There was no reported device issue. The pain and less than 50% therapy relief was reported as related to the back surgeries.